Event description:
An article titled ¿vagus nerve stimulation in the treatment of drug-resistant epilepsy in 29 children¿ was published on 01/11/2016 which included adverse events and device malfunctions involving 5 vns patients. Three patients presented infections and received intravenous antibiotic therapy, but the device had to be removed in 2 patients. Two patient¿s devices were disabled due to leads broken. One patient underwent lead replacement surgery; no replacement was performed in the other case with infrequent seizures. The present manufacturer report, # 1644487-2016-01111, involves the patient one who received intravenous antibiotic therapy due to an infection and underwent explant surgery. Manufacturer report # 1644487-2016-01110 involves the patient two who received intravenous antibiotic therapy due to an infection and underwent explant surgery. Manufacturer report # 1644487-2016-01109 involves the patient three who received intravenous antibiotic therapy due to an infection. Manufacturer report # 1644487-2010-01513 involves the patient who had his device disabled due to lead break and underwent surgical intervention. Manufacturer report # 1644487-2016-01108 involves the patient who had his/her device disabled due to lead break but did not undergo surgical intervention, with infrequent seizures.